Event description:
The customer contact reported that the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with a report that the device did not deliver a dose when the pt pendant was pressed. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the service center. A review of the most recent activity in the history indicated that on (B)(6) 2012, between 1220 and 1228, pump powered on, history cleared, 2 check syringe alarms, check settings alarm, bar code not red alarm, check vial alarm, check injector alarm, confirm morphine 1 mg/ml, select critical care area (cca) medsurg, pump was programmed to deliver a 2 mg loading dose, start loading dose, 2 mg load dose end, and the pump was reprogrammed to deliver in the pca only mode, with a 1 mg pca dose, an 8 min pca lockout, no dose limit selected, settings confirmed, and door ws locked. Between 1351 and 1857, there were nine 1 mg pt initiated pca doses delivered, door opened, shift clear 11 mg, and door locked. Between 2026 and 2342, there were seven 1 mg pt initiated pca doses delivered. At 0000, new day (B)(6) 2012. Between 0156 and 0647, there were six 1 mg pt initiated pca deliveries, door opened, shift clear 13 mg, and door locked. Between 0820 and 1358, there were four 1 mg pt initiated pca deliveries, pca stop 0.8 mg, empty syringe alarm, door opened, check vial alarm, check syringe alarm, device powered off, set time/date (B)(6) 2012, and totals clear 4.8 mg. This report represents all the info known by the rptr upon query by hospira personnel.